Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. No physical damage to the battery cap noted. (B)(4).

Event description:
Information received by medtronic indicated that led light started to blink and did not see any alarm. Customer reported that he lost battery cap and could not turn the insulin pump on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.